Manufacturer narrative:
(B)(4). Batch # r5a66k. Investigation summary: the analysis results found that the sr75 cartridge was received with no apparent damaged. The reload was returned with the knife exposed, with 2 drivers up and the swing tab was found to be in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were noted to have the proper b-formed shape. The condition of the reload is consistent with an improper loading technique. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, failed to fire the reload. Used another new reload and finished the surgery. There were no adverse consequences for the patient.